Event description:
First emergency surgery was (B)(6) 2016. I had ulcer perforate my abdomen. Second emergency surgery was on (B)(6) 2016. I herniated thru where they stitched me up so they placed bard ventrio number seu0117011 for second surgery. Then on (B)(6) 2016, I had a 3rd emergency surgery because I had strangulated an incarcerated hernia through the mesh and the doctor said the mesh disintegrated and he took down adhesions on my liver and kidney. I forgot where else he said, it was like my intestines going through chicken wire. It was so painful and it still is and I still have to get trigger point injections every so often because the mesh is shrinking and pulling on the anchors. I don't know what to do. But I clearly know the mesh I had first implanted was a defect. If you have any suggestions on how to get help I'd appreciate it. FDA safety report ID #: (B)(4).